Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4g1266); egiauxl, egiauxl endogia ultra univ xl stapler (lot#p4c0784) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the device and the stapler, there were firing issues with the handle. Specifically, the handle experienced a partial fire, and the second handle instrument did not fire at all. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the two handles, the first handle experienced a partial fire, and the second handle did not fire at all. The handles were replaced to resolve the issue. No patient complications have been reported as a result of this event.